Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed upstream occlusion testing. No patient involvement.

Event description:
Additional information: issue was found during testing ? No patient incident.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, housing intact. Upon inspection, the problem was not duplicated. Performed pump's upstream occlusion sensor test. Found to be within the pump manufacturing specifications. Multiple "upstream occlusion" detected alarm messages were found in the pump's event history logs. Recommend upstream occlusion sensor to be replaced as a preventive action.